Event description:
It was reported the 511sd safety shield did not retract. Surgeon did not notice, but the rep did. At this time he is still unaware of this and used the trocar without difficulty once inserted. The seal leaked through the whole case. No torqueing of the instrument was done. No extra measures were taken to control the leaking and the reducer was used throughout the case.

Manufacturer narrative:
D5; h4: info unavailable, device returned with no lot identification. Results of evaluation: conclusion; based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument's "safety shield did not retract" during surgery. The instrument was received in good physical condition. The instrument was examined and was found to be functional and was re-armed and cycled repeatedly without incident. The safety shield was examined, tested and found to function as designed. Each instrument is evaluated during the assembly process to ensure that it functions properly.